Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/30/16 with the following findings: no evidence was discovered in the black box that the pump time and date defaulted as no power on resets were observed. Time and date reset to default was duplicated during investigation. Opened pump to investigate- the internal battery component was found to be leaking and unable to hold a charge. Pump casing cracked in u-groove of pump. Battery compartment cracked from case seal traveling to bumper. Keypad is peeling off. Dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked casing and dim display. This report is made based on the results of an investigation completed on 8/30/06.